Event description:
The patient had a lefort 1 bilateral sagittal split osteotomies procedure on (B)(6) 2013. On a post-operative follow-up, the patient complained about her jaw not feeling right and the surgeon noticed an open bite. The surgeon brought the patient back into the o.r. On (B)(6) 2013 and repositioned the maxilla and lower jaw and fixated the patient with plates and screws. The surgeon noticed that the lingual plate on the patient¿s left side was fractured and the hardware was loose. The surgeon used plates and screws for that side and three position screws on the fracture. Maxilla pre-bent plates were removed and replaced with l plates. Patient is currently doing well. This report is for two unknown matrixmandible plates. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for two unknown matrixmandible plates/unknown lot. Device was used for treatment, not diagnosis. Placeholder.